Event description:
It was reported that on (B)(6) 2011, a xience v stent was implanted in an unspecified vessel. On (B)(6) 2011, the patient complained of a possible cobalt chromium and nickel allergy during an office visit. The specific symptoms were not provided. The patient read the xience v pamphlet and believes that the unspecified symptoms are related to the stent and wants the stent explanted. The physician stated that due to the length of time from stent implant to onset of symptoms, the reaction is probably not related to the stent. No treatment was provided; however, an allergy patch test is planned. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. Hypersensitivity/allergic reaction is a known adverse event listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.